Manufacturer narrative:
The DHR was reviewed for lot d160951 and it was noticed that this lot had (B)(4) pcs that were manufactured on 04/04/16. No defects related to the non conformance were reported during quality inspections. The leak test report was reviewed and all results were satisfactory. This lot was manufactured in 1st shift. The manufacturing process was reviewed and it was observed that the operators were performing the manufacturing process according to specification. No further actions are being taken at this time since no samples or pictures were received for this investigation and during the process evaluation no condition that requires mitigation was observed.

Event description:
End user reported leaking issues with pc1291 5in x 24in probe covers. No patient injury or treatment was reported for the incident.